Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. No physical damage was found at the nozzle during device inspection. There was no deviation from the instructions for use (IFU) on reprocessing steps for the nozzle as provided by the customer. Based on the results of the investigation, olympus could not specify the root cause that the material remained in the device. Detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. Prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the findings in b5, evaluation found the following: the angle wires were stretched, the insertion tube was deformed, the objective lens was chipped, the light guide lens was cracked ,the connector was damaged, the scope connector label was peeled off, and the control section was damaged. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the air/water channel of the colonovideoscope was blocked. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, foreign material in the nozzle was found. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.